Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge32,50cm 4x8 surgical lead.

Event description:
A report was received that the patient was admitted at the hospital for stomach pain of unknown cause. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was stated that the physician did not contribute any incident to the patient's issues. It was believed that the symptom was related to the patient's psychological issues and drug seeking behavior. Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: cover edge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information.

Event description:
A report was received that the patient was admitted at the hospital for stomach pain of unknown cause. The patient will undergo an explant procedure.